Manufacturer narrative:
During a previously scheduled pm, the fse noted the doppler tether would not retract. The fse noted the plastic axle was broken and replaced the tether assembly to fix the issue. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) doppler tether would not retract. There was no patient involvement.